Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive after the pump was exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2013 with the following findings:investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The original complaint could not be confirmed or duplicated. Investigation revealed that the bolus button was missing, and there was corrosion on the bolus button contact. A bolus button leak was found during testing.